Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product eroded through the patient's skin. Due to concerns regarding infection, surgical intervention was performed and a new system was implanted. Additional surgical intervention was performed to extract the leads. This was not possible so the leads were surgically abandoned.